Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02240.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using ruby coil lps, a lp system detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while advancing a ruby coil lp into the target location using the microcatheter, the physician experienced resistance. Subsequently, the physician attempted to detach the ruby coil lp using the handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed. Afterwards, while advancing the next ruby coil lp into the target location using the microcatheter, the same issue occurred. The physician experienced resistance and subsequently, the ruby coil lp failed to detach using the handle. Therefore, the ruby coil lp was also removed. The procedure was completed using two new ruby coil lps, the same handle, and a new lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.